Manufacturer narrative:
Qn# (B)(4). The customer returned one cartridge 544253 hemolok xl clips 3/cart 42/box for investigation. The packaging was also returned. The cartridge was returned with 3 clips remaining. The cartridge and clips were visually examined with and without magnification. Visual examination revealed that one of the returned clips had its pierced bosses broken. R & d engineering was consulted for this complaint issue. According to r & d, the observed damage to the broken clip is consistent with improper loading of the clips (possibly loading with high force at a severe angle) or with using damaged appliers. The appliers were not returned. Functional inspection was performed on the 2 remaining intact clips. A lab inventory clip applier was used and both clips were able to properly load into the applier and fire onto over-stressed surgical tubing. No issues were found with the intact clips that were returned. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. The cartridge was returned with 3 clips remaining and one of the clips had broken pierced bosses. Upon functional inspection, both of the intact clips that were returned were able to properly load into appliers and successfully fire onto over-stressed surgical tubing. R & d was consulted for this complaint and it was determined that the observed damage to the broken clip is consistent with improper loading of the clips (possibly loading with high force at a severe angle) or with using damaged appliers. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that bosses of the clip was found missing after being uploaded into the applier.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 3/cart 42/box lot# 73h1900258 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that bosses of the clip was found missing after being uploaded into the applier.